Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that trial worked a whole lot better than her implanted device. She noted that it was getting better, but was still not as good as the trial. She was still having the same urinary symptoms as she was during the trial and was expecting that they would get better with the permanent implant. The patient guessed she was getting greater than (B)(4) benefit, but then corrected herself and stated that she did not know because she had been doing things such as drinking less at night. She was at 2.5 volts on program 2 and was concerned because she was on a lower stimulation level during the trial. She had not seen the healthcare provider (hcp) since implant, but had an appointment scheduled for (B)(6) 2016. Additional information reported on (B)(6) 2016 that had they implant in (B)(6). It was working for a couple of weeks and then it quit. Patient explained it took a couple of weeks to get everything adjusted or whatever. She had to go to program 4 and all of sudden therapy stopped working for her. She started wetting her bed again, every night for 3 weeks. All of a sudden it started working again about 22 days ago. It was working now and she does not want to mess with it. Patient stated she worked with the rep on programming and was talking to him every 10 days or so, every time she adjusted. The rep took out 3 programs and added 3 different ones. She has been through 2 of them and still has one to try. She went back to the program that worked one time before. Patient also mentioned she was not aware that she was not able to have mris with her device. Patient stated she had one MRI scheduled and then it was cancelled and hcp did the cat scan instead. The MRI had nothing to do with her device. Hcp was concerned maybe she had a tumor or something on her spine. Even though now it was working hcp still wanted patient to get it. Hcp did the CT scan. It was noted that the tumor was not related to the device. The patient thought it was in (B)(6) 2016 that the therapy stopped working/helping. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.